Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shutdown unexpectedly. Pump battery was not low enough to shut the pump down. Pump history showed only a low power alert. No other alert or alarm related to shutdown was observed. Pump was plugged in and pump turned back on. Customer could not remember if blood glucose was impacted.